Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as numerous tiny pimples. The patient's doctor recommended the patient remove the device for one hour per day. There is no alleged device malfunction related to the reported skin irritation. Follow up was completed and the skin irritation was improved.